Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that wallflex enteral colonic stent was used during a colonic stenting procedure on a male patient with a fully occluded colon. According to the complainant, while attempting to place the stent, the delivery system stretched and tore at the handle. The physician was able to deploy the stent, but had to jiggle the delivery device to withdraw it from the stent and the scope. This maneuver may have pulled the stent distally; however, the physician was not fully sure. The stent was immediately working since stool was clearly coming through the stent whereas it was not prior to the stent placement. It was reported the patient was moving around a lot during the case. The patient then started vomiting stool that had been backed up due to the stricture which may have led to aspiration. The patient expired approximately 1 to 2 hours after the completion of the procedure. The suspected cause of death was aspiration. However, it has not been confirmed whether an autopsy has or will be performed since the patient presented with colon cancer and was in compromised health prior to the procedure.